Event description:
Product problem.

Manufacturer narrative:
(B)(4). Result: over twisted jaws. Evaluation summary: the analysis results found that the instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. However, no jamming issues were noted during analysis. A corrective and preventative action has been initiated to address the root cause of the damaged jaws. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.